Event description:
False positive: quickvue at-home test-quidel: in preparation for an upcoming family get together at our home, I took a series of rapid tests because I was having a scratchy throat (probably allergies). Took a binaxnow on (B)(6) 2021 which was negative. On (B)(6), around noon, I was still concerned about a scratchy feeling throat, so before family arrived, I took a quickvue at-home test by quidel. To my shock it was positive. I immediately took a binax_now rapid test, which was negative. My husband, who had just returned from traveling, had a rapid pcr (B)(6) test scheduled at a testing facility for (B)(6) afternoon I went with him and was able to change the test to get it for me. At this point, we really needed to know one way or the other my true status. An hour later we were notified that the pcr test for me was negative. We went ahead and had our get together, we are all vaccinated, and everyone is fine. My husband was able to schedule another pcr for himself and that proved negative as well. Needless to say, this false positive caused a lot of stress , and worry we also had to wait in a long line for the rapid per test (six hours) on (B)(6). I realize we're lucky we had the per test lined up, I can only imagine how difficult all of these testing issues were on so many fellow americans.